Event description:
This is a spontaneous report by a baxter employee nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, peritonitis was diagnosed and the patient was hospitalized. On (B)(6) 2010, the patient began treatment with vancomycin 2 mg ip once in 5 days. The cause of the peritonitis was unknown. At the time of this report, the event of peritonitis was resolving. Pd therapy continued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.